Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) was confirmed in the platform's archive data and during functional testing. The root cause of the ua45 advisory message was that the driveshaft was not in its "home" position, most likely attributed to unintended user error. The archive data review indicated several ua45 advisory messages on the customer's reported event date, confirming the reported complaint. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its "home" position when the autopulse is powered on, a user advisory (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its "home" position. To clear the ua45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its "home" position), and then press restart. The autopulse platform failed initial functional testing due to a ua45 advisory message displayed upon powering up, confirming the reported complaint. The platform's driveshaft was rotated to its "home" position to remedy the fault. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
The customer reported that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart). The customer followed zoll's instructions to clear the ua45 advisory by rotating the platform's driveshaft to its "home" position, but the ua45 advisory did not clear. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.